Event description:
During the confirmation scan of a navigated l4 to l5 anterior lumbar interbody fusion procedure the surgeon noted that the left and right screws placed on l4 were malplaced. The surgeon noted that the navigation was presenting 2mm proud and 3mm caudal to the actual placement. The screws were removed, the patient was re-scanned, and the screws were replaced correctly under navigation.

Manufacturer narrative:
An on-site representative was able to confirm the reported event. Pre-case navigational accuracy checks passed. Post-case accuracy checks passed with no differences seen from the pre-case accuracy check. Additionally, the tracking arrays were re-registered and accuracy of instruments was checked four (4) times but no cause could be determined. Development engineering reviewed the system's log following the case including the re-registration accuracy tests but were unable to identify a cause. The system was tested by a service engineer in the field on 20apr2022 and passed all applicable testing. Based on the information obtained, the root cause of the reported event cannot be determined but may be a result of inaccurate tracking array registration at the beginning of the case due to hospital lighting factors. No additional investigation can be completed. Labeling review: "...warnings, cautions and precautions: read all instructions and understand all warnings and cautions before using the system or accessories. Failure to do so may lead to serious medical consequences. Refer to the instructions for use accompanying other nuvasive products before use with the system to assure proper and safe use of these devices... ...if system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system... ...the accuracy of data acquisition can be influenced by the rotation of the passive reflective array relative to the camera. Cameras should be placed such that a direct line of sight to the operative area is established..." "Intra-operative warnings: ...assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g.resetting the system), do not rely on the navigation system... ...reliance on data provided by a camera with an interrupted optical path may lead to inaccurate measurements..."